Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, fibrous tissue containing foreign body material/granulomatous lesions (injection site granuloma), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: itamura, k., house, a.e, pokress, h, babak, l., & babak, a. (2022). Granulomatous deposition after calcium hydroxylapatite filler injection, doi: 10.1111/jocd.15387

Event description:
This case was linked to lssmv case number (B)(4) referring to the same patient. This literature report from united states of america concerns a 51-year-old female patient. She was injected with radiesse, bilaterally into the buccal regions (off label use of device), in the subcutaneous parotid region. The patient was injected multiple times in the past with radiesse, bilaterally into the buccal regions. The patient had a history of a parotidectomy for a left parotid mass. After the radiesse injection, the patient experienced recurrent masses in the left parotid region. The original parotidectomy pathology was reportedly negative for neoplasm. Repeated fine needle aspiration (fna) attempts of the recurrent masses were inconclusive. Preoperative magnetic resonance imaging (MRI) of the face showed contrast-enhancing tissue subcutaneously along the left masseter and adjacent to the left parotidectomy bed. It was a left subcutaneous contrast-enhancing nodule in the left pre-masseteric space. After thorough discussion with the patient, the decision was made to proceed with revision left parotidectomy in conjunction with bilateral rhytidectomy for rhytidosis facialis. Intraoperatively, despite extensive exploration of the parotidectomy bed and tissue at and around the left masseter muscle, there was no evidence of a discrete mass. However, there were multiple fibrotic pockets in the subcutaneous and superficial musculoaponeurotic system layers consistent with previous radiesse injections bilaterally. Biopsies were obtained which confirmed fibrous tissue containing foreign body material with multinucleated giant cells and histiocytic inflammation. Hematoxylin and eosin stain of premasseteric tissue showed normal mussle tissue on the left and fibrous tissue containing foreign body material with multinucleated giant cells and histiocytic inflammation on the right. The radiesse injection resulted in formation of granulomatous lesions which initially appeared as possible parotid disease. The outcome of the event was unknown. In the opinion of the authors, there were only a handful of accounts detailing a chronic, symptomatic foreign body reaction to calcium hydroxyapatite injection in commonly targeted areas such as the nasolabial fold and lip. Despite multiple needle biopsy attempts and imaging, there was no clear diagnosis. Only with permanent pathological analysis of the granulomas obtained through open surgery, malignancy or neoplasm were able to be ruled out. It demonstrated the need to consider foreign body reaction as part of the differential diagnosis in patients with a history of calcium hydroxyapatite filler injection and who presented with subcutaneous masses.